Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The product code is unknown therefor the 510k nubmer is unknown. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The hp stated the supply bags are empty and only the heater bag has solution left. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and finish with manual supplies. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The hp stated he did not notice any visible damage or abnormalities with the supplies in use, but the baxter technical service representative (tsr) he spoke with told him he must have an air bubble in the lines. The hp stated he had been in the last dwell and the last bag had fluid in it. The hp stated that morning he went to the dialysis center to talk with his registered nurse (rn) and did an exchange with an extraneal bag. The hp stated that the sample was discarded and he did not know the lot number of the supplies. The hp stated since then therapy has been going fine. There was no patient injury or medical intervention reported.